Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to low blood glucose of 24 mg/dl, and she was treated with food and glucose tablets. Troubleshooting was performed. The time, date, and settings were correct. The reservoir was showing the same amount of insulin that the status screen shows. The customer mentioned been under a lot of stress. The caller stated that the insulin pump was exposed to an MRI and x-rays while wearing the device. Advised the customer that she should not be wearing the insulin pump while having a magnetic resonance image. The customer's most recent glucose reading was 130 mg/dl. During the call, the customer stated that she had to call the paramedics about twice a week. The caller has been experiencing low glucose either in the evening or early morning. No further information was provided.